Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, biomechanical overload, bruxism, undersized implant bed, pain, mobility. Inadequate implant bed.